Event description:
It was reported that a malfunction alarm occurred. It was unknown if there was any adverse impact on the customer's blood glucose level. Technical support decided to replace the pump as it was still under warranty. The customer planned to use multiple daily injections as a backup therapy.